Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir was occluded. Customer reported that there was a hard piece and stated she gets an alarm and when she tries to press manually it does not alarm. Customer requested for reservoir replacement. No further information provided.